Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece. It was reported that the handpiece coating came off. Additionally, it was stated that the surgeon went to clean the tip of the handpiece in the supplied holster cleaning slot. At that time the entire non-stick coating slipped off the tip in one solid piece. The surgeon actually stated that he was very impressed because the patient got her drains out faster then ever and everything has looked great. The handpiece was discarded and there was no impact to patient outcome.